Event description:
Information was received that after filling and during post compounding of this smiths medical cadd cassette reservoirs, leaking from the bladder was noticed. No patient involvement reported.

Manufacturer narrative:
Other, other text: 25 cadd cassette reservoirs were returned for the evaluation of a leaking problem. All the returned units were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination and no damages or other workmanship defects were detected. A functional test was performed where a syringe was used to infuse water into the cassette bag. Leaks were detected in seven samples between the tube and the bag. Root cause was determined to be a manufacturing issue.